Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Medical device: unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported the bellows "collapsed" resulting in loss of mechanical ventilation. There was no patient involvement reported.